Event description:
The customer initially reported the machine was not working. It was clarified that the device did not shock a patient for life-saving emergency defibrillation for a ventricular fibrillation problem. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The customer used another defibrillator to rescue the patient and achieved success. The device was evaluated by a philips authorized service personnel (asp) engineer. The device passed all performance verification testing. As part of the device evaluation, the event file from this report was reviewed by a philips clinician. The file showed that the "sync" functionality was enabled during the user's attempt to defibrillate the patient. Synchronized cardioversion is a manual mode function that allows the user to synchronize the defibrillator shock with the r-wave of the ECG being monitored. By definition, ventricular fibrillation is a disorganized rhythm without r-waves. Synchronized cardioversion is not indicated for ventricular fibrillation. When the users switched to a different defibrillator, they were able to deliver the appropriate therapy to the patient. There was no malfunction of the device. The involved device remains at the customer site and no further evaluation is required.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer initially reported the machine was not working. It was clarified that the device did not shock a patient for life-saving emergency defibrillation for a ventricular fibrillation problem. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The customer used another defibrillator to rescue the patient and achieved success.